Event description:
Two days after a 7x60mm smart control stent was placed in was the left superficial femoral artery, the patient developed leg pain. An angiogram revealed thrombus in the stent. The patient was (B)(6) male. The target lesion had a 90% stenosis without calcification or tortuosity. The length of the lesion was 20mm. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. After the pre-dilatation with 5x20mm balloon, the 7x60mm stent was placed in the lesion. Stent placement was performed. The procedure finished successfully. There was good wall apposition with the stent. There was no note of dissection. After the procedure, the patient started antiplatelet medication with aspirin, clopidogrel, and cilostazol. Two days post procedure the patient was back to hospital with leg pain. Angiogram revealed the occluded stent with thrombosis. It was noted that after the procedure the patient often kept his knee bent, which the physician believes led to congestion and thrombosis. Five days post procedure, aspiration of the thrombus was conducted. After the lesion was dilated with unknown balloon catheter, an unknown stent was placed overlapping to the smart stent. The procedure finished successfully and the patient is now doing well.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Two days after a 7x60mm smart control stent was placed in was the left superficial femoral artery, the patient developed leg pain. An angiogram revealed thrombus in the stent. The patient was (B)(6) male. The target lesion had a 90% stenosis without calcification or tortuosity. The length of the lesion was 20mm. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. After the pre-dilatation with 5x20mm balloon, the 7x60mm stent was placed in the lesion. Stent placement was performed. The procedure finished successfully. There was good wall apposition with the stent. There was no note of dissection. After the procedure, the patient started antiplatelet medication with aspirin, clopidogrel, and cilostazol. Two days post procedure the patient was back to hospital with leg pain. Angiogram revealed the occluded stent with thrombosis. It was noted that after the procedure the patient often kept his knee bent, which the physician believes led to congestion and thrombosis. Five days post procedure, aspiration of the thrombus was conducted. After the lesion was dilated with unknown balloon catheter, an unknown stent was placed overlapping to the smart stent. The procedure finished successfully. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Stent thrombosis is a known potential adverse event associated with the use of the cordis smart control delivery system and the procedures they are used in as outlined in the instructions for use. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.